Event description:
Prescription not on replacement; my replacement does not have the same settings as my returned CPAP and will not provide the prescription that will work for me. My doctor told me that the phillips devices no longer have a linear ramp, which is the only thing that will work for me. I have not been able to sleep since I got it, even though my doctor has attempted to reset it many times. I am not due for a new CPAP for another two years. Rezmed is the only one that still has a linear ramp. There has to be something that can be done for my situation without me having to pay out of pocket for a new machine since philips did not replace apples with apples. Please help. Sleepless in (B)(6). FDA safety report ID# (B)(4).